Event description:
Information received that the head of bed would not go up. No injury reported.

Manufacturer narrative:
Technician found that the head of the bed would not go up due to bad hydraulic valve. Replaced the valve to resolve this issue.